Event description:
It was reported that during setup prior to the start of an orthopaedic procedure, the handpiece began leaking oil. There was no pt involvement or user injury; the substance did not come into contact with a surgical site. The saw was immediately taken out of service and replaced by another.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device leaking was confirmed. Based on the investigation details, samples of the black fluid were sent out for chemical analysis, and there was a strong presence of 330 stainless steel wear particles and salt. It is most likely that the stainless steel found was wear particles from internal components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.